Event description:
Patient revised to address loose tibial tray.

Manufacturer narrative:
The returned product was evaluated and the reported loosening could not be confirmed. A search of the complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The root cause could not be determined. No evidence was found that would suggest product error was a contributing factor. Based on the investigation findings, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.